Manufacturer narrative:
The returned device was evaluated and the pod was returned with the needle mechanism fully deployed. The investigation found that fluid was able to freely travel the complete fluid path. The pod data showed the device generated an 0x6a occlusion alarm. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0x6a alarm could not be determined. This hazard alarm can be confirmed as the root cause of the user reported events. Inspection of the drive mechanism found both sma wire resistances to be out of spec, with a higher than allowable resistance. These out of spec resistances cannot be confirmed as the root cause of the user reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, thirst, weakness, tiredness and fatigue. Once at the hospital the patient was treated with intravenous insulin as well as manual shots of insulin.